Manufacturer narrative:
Noise was reported on rv lead, causing inappropriate shocks that may have caused battery depletion. Device was explanted on (B)(6) 2019.

Manufacturer narrative:
Noise was reported on rv lead, causing inappropriate shocks that may have caused battery depletion. Device was explanted on (B)(6) 2019. Upon receipt, the ICD was interrogated, revealing the battery status eri. The ICD was implanted for 26 months and 463 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. This led to the large amount of charging cycles, several of which resulted in shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The amount of charge taken from the battery was verified. The battery status eri was anticipated. The device never activated the battery status eos. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The battery status eri was anticipated.

Event description:
This device was at eri when interrogated in clinic on (B)(6) 2019. After interrogation on (B)(6) 2019, status shows voltage of 2.55v and 0 days to eos. Device remains implanted at this time. Should additional information become available, this file will be updated.